Event description:
It was reported that the pacer dependent patient presented in clinic when oversensed noise resulting in inhibition of pacing was observed. Myopotential oversensing was suspected. No patient symptoms were reported. Further evaluation and programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.